Event description:
Patient was implanted with a 4.5mm lcp locking condylar plate about 3 months ago. Post-operatively, it was noted that four (4) screws were broken. The patient was returned to the operating room on (B)(6) 2012 for removal of the broken screws. The screw heads were removed and the broken shafts were left in the bone under the plate. The combi holes allowed the surgeon to place new cortex screws into the plate. Surgeon noted that patient was almost healed and patient is reportedly doing fine. This report is #3 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.